Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of atrial tachycardia episodes on the ventricular channel. The oversensing resulted in pacing inhibition in this pacer-dependent patient. The physician was going to perform a save to disk and wanted the signals on ventricular channel to be assessed to determine if programming the device to least sensitive in ventricle would elinimate farfield sensing of atrial tachy events. The physician sent the patient home with the device programmed to least sensitive.,